Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The customer¿s that blood glucose was 561 mg/dl. The customer was treated with the insulin pump. The customer reported that the insulin pump had no delivery alarm. Troubleshooting was declined for high blood glucose and performed for no delivery alarm. The customer stated that the insulin exited. The product will not be returned for analysis.